Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the arm on (B)(6) 2018. The patient's parents stated the patient was asleep and was breathing heavily and started jolting and jerking. They thought the patient was having a bad dream, so they woke her up and tested her blood sugar and the meter was reading 3.3mmol/l, compared to the cgm reading of 7.7mmol/l. The patient started convulsing and the ambulance was called. When the ambulance arrived, they checked the patient's bg and the meter was reading 1.8mmol/l. They administered the patient with an intravenous (IV) of glucose and oral glucose before transporting them to the hospital. It was indicated that the patient was admitted to the hospital and at the time of contact, the patient was stabilized and out of the hospital. No additional patient or event information is available. Data was received for evaluation; data review confirmed the reported event of inaccurate cgm values. A root cause could not be determined via data. The sensor was inserted in the arm. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly.